Event description:
The pt was originally implanted in 1986 with a non-ams device. On 7/13/94, the non-ams cylinders were removed from the pt and ams ipp cylinders implanted to be used with non-ams pump and reservoir. On 7/23/97, the pt rpt'd he's being treated for a "gigantic infection...the left side curves a lot now...the right side is more rigid...feel a poking on the left side...dr said something might have blown out on the left side...it is very painful when it's pumped up all the way now." Info received on 10/2/97 indicates the cylinders were removed from the pt and replaced, date not indicated. Corrected info on surgery notification is 9/18/97.